Manufacturer narrative:
The customer did not return the suspected product. The in-house contour next ez meter was tested with the in-house contour next test strips from lot # 8jpeg10b, which gave satisfactory performance. The device history record was reviewed for the affected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
At 5:49 p.m., the customer ran a blood glucose test and obtained a reading of 39 mg/dl on the contour next ez meter. She ate (B)(6) and drank orange juice. Later, she had her dinner and ran a blood glucose test again and obtained a reading of 30 mg/dl at 9:29 p.m. The customer had no symptoms of hypoglycemia with either readings. The meter automatically marked both readings as control tests, which will be displayed as control results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.